Event description:
A patient underwent a full replacement due to a reported high impedance/lead fracture. The lead information has not been received to date. A review of the available diagnostic history showed that the patient had good impedance values after initial implant.